Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The home patient (hp) stated that the supply bag fell and disconnected. The technical service representative (tsr) had the hp cycle power to the hc machine, then cycle the power again to display press go to start. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up it was discovered that the registered nurse (rn) was unaware of the incident. The rn was made aware of the use error that occured and the meaning of the alarm. There were no further details provided.